Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture occurred. No info was provided regarding procedure type, pt info, anatomy location, procedure outcome, pt complications, and current pt condition. Add'l info has been requested regarding this event.

Manufacturer narrative:
The complaint sample was rec'd for eval and the complaint description was confirmed as the balloon was found to be ruptured. The catheter shaft was examined for visual defects; none were found. The working length of the shaft was measured at 219 cm, which is within spec. On inspection and inflation of the balloon, it was found to have ruptured close to the distal end. Both proximal and distal balloon bonds were examined and found to meet the required bond length spec. The device history record for lot # 9067208 has been reviewed. This review included analysis of yield/scrap and components issued to this lot. No issues or discrepancies were found which could relate to this complaint. The device history record review confirms that this device met all material, assembly, and performance specs. The complaint description can be confirmed but the root cause cannot be determined.